Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath her breasts. The patient was given a prescription of hydrocortisone from their physician. It's noted that the heat rash was caused by menopause. Lifevest contact is irritating or exacerbating existing condition. During a follow-up, it was reported that the patient's irritation improved after using the hydrocortisone cream.